Manufacturer narrative:
Correction: b3 - should be empty due to unknown event date.

Event description:
Related manufacturer's reference number: 2017865-2021-14657 it was reported that an asymptomatic patient's pacemaker transmitted a noise over-sensing episode on the right ventricular (rv) lead on 24 mar 2021. Patient then presented to the emergency room. Further investigation of the remote transmission noted that the episode had happened only once, about a month prior, and that the lead had low pacing impedance and high capture thresholds. The pacemaker exhibited premature battery depletion and failed to interrogate. Device also failed to produce a magnet response. The recommended pacemaker replacement was completed. The rv lead produced normal measurements during the procedure, which led physician to suspect pacemaker header was causing the issues. Lead remained implanted in the patient. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-14657. The patient presented in the emergency room. Upon review of merlin.net transmissions, it was observed the right ventricular (rv) lead was sensing noise, and a drop in defibrillation impedance. The hospital was unable to interrogate the pacemaker when using multiple programmers, and no magnet response was achieved. The pacemaker was explanted and replaced, and the lead was kept in place. The patient was in stable condition.